Manufacturer narrative:
(B)(4). The device was not returned to baxter and an eval could not be performed. If the device is returned an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump has a downstream occlusion failure. It was also reported there was no pt injury.